Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately one month post-implant of a bifurcated device and two limb extensions a type iii endoleak, between a limb extension and the bifurcated device, was identified on a computed tomography scan. The patient was treated with a limb extension, which successfully corrected the endoleak. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
(B)(4): based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation performed. However, medical records were requested but denied by the hospital. Endoleaks are a known risk of the procedure, as identified in the product labeling. No conclusions could be drawn.